Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection was performed at a distance of 12 to 16 inches and normal conditions of illumination in order to detect any damage on the cuff, airline or pilot balloon and there was no damage detected. During the functional testing the samples as filled with 5cc of air in order to see if there was any functional problem and when inflating the unit with air, it was seen that cuff inflated but a part was not uniformly. The cuff was manipulated and the whole cuff inflated. However, extremely force was needed to inflate the cuff. After the whole cuff inflated, it was observed that cuff had silicon excess on the cuff band and the cuff sees asymmetrical. The root cause was related to manufacturing. A corrective action plan has been implemented for this issue.

Event description:
It was reported that during a pre-insertion inflation check of the device it was discovered that the cuff was not inflating fully and evenly around circumference of trach tube. No patient injury was reported.